Manufacturer narrative:
Citation: tsuyoshi okudaira, shrinkage of the expandable lumbar interbody fusion cage. Doi: 10.1016/j.xnsj.2025.100682 b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding shrinkage of the expandable lumbar interbody fusion cage. The following medtronic devices were used: catalyft cage. Among all patients adverse events / device product performance issues included: twelve patients with 17cages demonstrated the radiologically evident shrinkage, one patient required a revision surgery due to retropulsion of graft bone to the spinal canal following the cage shrinkage. No further information was provided pertaining to medtronic products.